Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an oversensing episode noted on the atrial channel appeared to be possible electromagnetic interference. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.